Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under all the electrodes and all the therapy electrodes. It was reported that the skin irritation was red and bumpy and in some areas open. It was also reported that the irritation under the front therapy electrode was bleeding. The patient had been applying an unknown antibiotic cream and chose to temporarily remove the lifevest. The patient consulted his physician who advised the patient to return and end use of the lifevest. Follow-up indicated that the patient has end use of the lifevest and the irritation has improved.